Manufacturer narrative:
On june 16, 2025, mentor received the following new and updated additional information: patient age at the time of event: 28 years old. Ethnicity: not hispanic/latino. Race: white. Date of event: february 24, 2015. Date of implantation: (B)(6) 2007. Date of explantation: (B)(6) 2025. On june 20, 2025, mentor received additional information. An updated diagnosis was provided. The patient only experienced a right deflated implant (no deflation of the left implant) and desired larger implants. This report is for the right breast prosthesis. The patient was scheduled for bilateral breast implant exchange on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate profile saline breast implants experienced bilateral implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.